Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips that the device indicates battery a needs to be calibrated regardless if a battery is docked or not.there was no reported patient involvement.